Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-jan-2024. The most recent information was received on 02-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of myalgia ("muscle pain that lasts") in an adult female patient who had essure inserted (lot no. B85132). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced myalgia (seriousness criterion medically important), abdominal pain upper ("stomach ache"), fatigue ("fatigue"), tendonitis ("recurring tendinitis"), depression ("depression") and loss of personal independence in daily activities ("no longer able to do certain things"). Essure treatment was not changed. At the time of the report, the fatigue and loss of personal independence in daily activities had not resolved. The reporter considered abdominal pain upper, depression, fatigue, loss of personal independence in daily activities, myalgia and tendonitis to be related to essure administration. The reporter commented: no one had notified me that essure had been withdrawn from the market or about the harmful effects for my health. Today, I better understand that doctors do not understand where my problems come from. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. Lot number: b85132 manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: r2400221) on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of myalgia ("muscle pain that lasts") in an adult female patient who had essure inserted (lot no. B85132). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced myalgia (seriousness criterion medically important), abdominal pain upper ("stomach ache"), fatigue ("fatigue"), tendonitis ("recurring tendinitis"), depression ("depression") and loss of personal independence in daily activities ("no longer able to do certain things"). Essure treatment was not changed. At the time of the report, the fatigue and loss of personal independence in daily activities had not resolved. The reporter considered abdominal pain upper, depression, fatigue, loss of personal independence in daily activities, myalgia and tendonitis to be related to essure administration. The reporter commented: no one had notified me that essure had been withdrawn from the market or about the harmful effects for my health. Today, I better understand that doctors do not understand where my problems come from. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.